Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: vertebral compression fracture. Levels implanted: (B)(4) implant date: (B)(6) 2016 ibt issue:rupture occur during inflation pressure prior to rupture- 150 volume prior to rupture- 1 it was reported that on (B)(6) 2016, intra-op balloon was implanted in t-11 and balloon popped for no apparent reason. Wasn't inflated past end points or wasn't close to bone chard. Products came in contact with the patient. No patient complications were reported.